Manufacturer narrative:
E1: patient city: (B)(6). Patient country: india.

Event description:
Reference number (B)(4). Event occurred in india. It was reported that the patient that the packaging was not sealed properly on (B)(6) 2025. No further information available.